Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a low heart rate. The right ventricular (rv) lead exhibited polarity switch, possible loss of capture and high impedance. The implantable pulse generator (ipg) exhibited oversensing on the rv lead and detection below the lower rate. The rv lead was capped and replaced. The ipg remains in use. No further patient complications have been reported as a result of this event.